Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient kept having accidents and felt like her device was not working. The patient said she was on program 1 at 8.5 and was not able to increase stimulation any higher. The patient was told 8.5 is the highest it could go. The patient wanted to change programs and was able to change from program 1 to 2 and increased stimulation to 6.15. It was reported that the patient did not have any falls trauma or change in activity and was recommended to follow-up with their health care professional if symptoms did not resolve. There were no further symptoms or complications reported or anticipated.